Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported the patient was admitted on (B)(6) 2016 due to suspected pump thrombus. The patient¿s lactate dehydrogenase level was 1172 u/l, and the patient was placed on a bivalirudin infusion. The patient then developed a necrotic bowel thought to be associated with the pump thrombus. On (B)(6) 2016, the patient was taken to the operating room for a bowel resection. On (B)(6) 2016, the patient received an exchange of the pump only. No additional information was provided.

Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the returned pump. Examination of the outlet stator revealed pink/dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. Although a specific cause for the depositions and a timeframe for which it was in the pump could not be determined, it would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.